Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is ordering a patient specific ankle bearing for a planned revision because of break after 8 years implanted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product description: mob ankle bearing 4 x 3mm. Product code: 955505403. Lot number: 3329365. 1) quantity manufactured: 10. 2) date of manufacture: august 11, 2011. 3) any anomalies or deviations identified in DHR: no anomalies or deviations were identified. 4) expiry date: august 2016. 5) IFU reference: 78412358. Rev h corrected: h5, h8.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update (B)(6) 2021: the investigation was re-opened upon receipt of the device. Examination of the returned device did not identify any abnormal product defects or anomalies. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product description: mob ankle bearing 4 x 3mm product code: 955505403. Lot number: 3329365. 1) quantity manufactured: (B)(4). 2) date of manufacture: august 11, 2011. 3) any anomalies or deviations identified in DHR: no anomalies or deviations were identified. 4) expiry date: august 2016. 5) IFU reference: (B)(4).